Manufacturer narrative:
(B)(4). Date received by manufacturer - correction - please note that the first report was submitted with an incorrect date. This follow-up report is to note that it should have reflected a date of (02-apr-2019).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed. The receiver failed to charge and boot up due to usb pin(s) from j3 are damaged. The receiver download failed to retrieve and attach. The functional test could not be performed due to receiver could not boot up and\or communicate with tester. The receiver case was opened, and the internal inspection passed. The allegation was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver shutdown unexpectedly. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.